Event description:
A healthcare facility in texas has reported that the pressure of a rd900aeu neopuff infant resuscitator was not going past 10-15cmh2o during use. The healthcare facility further reported that the issue could not be replicated during testing. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in texas has reported that the pressure of a rd900aeu neopuff infant resuscitator was not going past 10-15cmh2o during use. The healthcare facility further reported that the issue could not be replicated during testing. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in california where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. Results: the subject device was performance tested by a f&p service technician. The subject device has passed the performance testing and the f&p service technician could not replicate the reported event. Conclusion: we could not confirm and determine the cause of the reported event. As part of our manufacturing process, each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected.